Event description:
Connection issue with the device. The right ventricular (rv) lead exhibited high pacing impedance and an increase in threshold measurements. Reprogramming was done and the following day the lead was removed, reinserted, re-secured and the setscrew fixed. All measurements are within normal range. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).